Event description:
Additional information received from the manufacturer representative reported that the patient had surgery on (B)(6) 2015. The implantable neurostimulator was repositioned, sutured and the pocket was tightened up. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n517776, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The manufacturer representative reported that the patient had a maximum of two coupling bars and the antenna locate feature was getting results in the 60's. The patient was unable to charge and repositioning the antenna did not resolve the issue. An x-ray was taken and it confirmed that the implantable neurostimulator (ins) was flipped. The patient was going to have a surgical consultation on (B)(6) 2015. It was the practice of the implanting physician to not suture the ins in place, the ins was placed subclavicular. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.